Manufacturer narrative:
On (B)(4) 2015 the case was analyzed in the patient matched department with the following comment: the planning review was checked and no anomaly was found in any of the steps. Moreover the 3d bone model of the femur/tibia was overlapped to the x-rays received, with the following results: "the tibia implant seems to be implanted as planned (0° of residual varus/valgus). The femur implant seems to be implanted 1° in varus respect our planning (0° of residual varus/valgus). Please, consider that the x-ray is not frontal, so the values I acquire are not completely consistent." On (B)(4) 2015 it was confirmed that the explant is not available for investigation. On (B)(4) 2015 the medical affairs director made the following analysis: there are no elements that allow to surmise a possible root cause for this mid-flexion instability. According to the analysis executed by the patient-matched design department, the prosthesis has been implanted in a position reasonably similar to plan (difficult evaluation because of poor quality xray), so there is no reason to suspect that the instability is due to bad orientation. It's possible that the ligament tension was not appropriate, this probably caused the choice by surgeon to have a thicker insert implanted. There is no information available as to the situation postoperatively, so we do not know if the ligament laxity (presumed) has intervened afterwards or if it was there since the beginning. However, I see no reason to think that this complaint is related to a device problem. Batch review performed on 12 november 2015: (B)(4). On (B)(4) 2015 it was prepared a final report with the information above reported. On (B)(4) 2015 it was sent to the initial reporter and the case was closed.

Event description:
Midflexion instability. It has been changed the inlay from 10 mm to 14 mm, size #5.